Manufacturer narrative:
A2: age of birth: the patients were infants. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that were flow issues through an unspecified quantity of micro-volume extension sets. There were occlusions which resulted in difficulties with flushing lipids through. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: two (2) micro-volume extension sets were affected by the flow issues. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.